Event description:
A patient reported that the patient's one touch basic meter was giving a not ok message. Patient feeling shaky and nervous. Patient unable to test on the meter due to the not ok message. Customer care representative replaced meter for the customer. Unable to contact the customer to obtain more information.